Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd phoenix¿ ap 42 panels aborted for invalid ast results - indicator low, no growth on panel. No patient impact was reported. The following information was provided by the initial reporter: as per customer hitesh patel. Phoenix m50's gave 42 aborted panels for invalid ast results low or no growth on panel.

Event description:
It was reported that while using the bd phoenix¿ ap 42 panels aborted for invalid ast results - indicator low, no growth on panel. No patient impact was reported. The following information was provided by the initial reporter: as per customer hitesh patel. Phoenix m50's gave 42 aborted panels for invalid ast results low or no growth on panel.

Manufacturer narrative:
H6: investigation summary: the complaint of "42 aborted panels for invalid ast indicator " was received against instrument phoenix ap material number: 448010, serial number:ap0336.bd remote assistance provided, instructed customer to decontaminate the instrument,perform all alignments, run nephelometer & dispense pump calibration and pipettor verification.instrument was found to be operational and released to the customer for regular use.this complaint is an unconfirmed failure of the bd product. The root cause was unable to be determined as no materials were received for investigation. Device history record review for the instrument ap0336 is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation and thus, returned material investigation could not occur.bd quality will continue to closely monitor for trends associated with this complaint.